Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of pending confirmation.

Manufacturer narrative:
The device was returned due to the patient's death. The device image was saved successfully. The results of the electrical and stress/environmental tests were performed to indicate that the pacer is exhibiting normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.